Manufacturer narrative:
The reported events were failure to capture and micro dislodgement. The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Final analysis didn¿t find any anomalies.

Event description:
It was reported that the patient presented for scheduled implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high capture threshold. Capture loss was also noted. It was suspected that the lead sustained a micro-dislodgement. The rv lead was not implanted and an alternate lead was implanted instead on 25 jun 2025. There were no patient consequences.